Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "forward firing, decrease in vaporization efficiency and fiber damaged at tip @ 70,000 joules and 16:00 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no patient injury reported".

Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2090-118h-2050: the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the glass cap is fractured proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the heat shrink tube open end is damaged/ torn. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.